Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's percept was replaced today with rechargeable neurostimulator due to depletion. The pt's programmer is showing oor (out of regulation) in constant current mode. Patient's settings on the rechargeable today are left side: 4.2ma 70usec 180hz 1-2+ 1527ohms. Right side is 4.2ma 70usec 180hz 8 and 11 2118 ohms. Impedance on left side with percept was 1711ohms and right side was 2145 ohms. It was unknown why the percept didn't show oor but the rechargeable is. The implant has 100% charge. The issue was resolved by turning stimulation down from 4.2 to 3.7 bilaterally under the instruction of the physician. Additional information received from the manufacturer¿s representative (rep) during investigation, which was confirmed with the healthcare provider (hcp), reported the replacement was due to normal battery depletion and would not be returned due to the customer refusing release of the device.